Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the system had lost it's home calibration. The system was re-homed and the issue was resolved. No parts were replaced on the system. No further issues reported.

Event description:
A medtronic representative reported that the imaging system door would not open and the system could not be moved. The gantry door was eventually able to be opened. There was no patient present when this issue was identified.